Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red, itchy rash all over his body that the patient reported may have been caused by an allergic reaction to the lifevest. The patient was given three prescription creams from his physician. Follow-up indicated that the rash was improving.